Event description:
It was reported that during a da vinci-assisted pulmonary left upper lobectomy procedure, the pulmonary artery (pa) was damaged. As a result, the case was converted to open surgery and the procedure time was prolonged by 2 hours there was no mechanical problem with the da vinci surgical system. It was noted that the surgeon/site does not believe an intuitive surgical, inc. (Isi) device caused or contributed to the injury. On 08-jul-2020, isi obtained the following additional information regarding the reported event from the site¿s deputy director of respiratory and breast surgery: it was confirmed that the surgical procedure was performed on (B)(6) 2020. The vessel injury was attributed to surgeon error. Specifically, the injury occurred while the surgeon was separating blood vessels for transecting the pa. The surgeon was using a cadiere forceps instrument when the event occurred. The instrument did not malfunction. The pa was ¿rubbed¿ or possibly lacerated. The estimated blood loss was 400 ml. No blood transfusions were administered. During open surgery, the surgeon repaired the pa by extending the length of the vessel and transecting it. The open surgery was completed although the entire operation time was 2 hours longer than planned. The patient¿s current status is ¿stable.¿

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative injury cannot be determined. However, the site¿s deputy director of respiratory and breast surgery attributed the vessel injury to surgeon error. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No image or video clip was submitted for review. A review of the system and instrument logs for the procedure date of 30-mar-2021 has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following instrument: sureform 45, and site reviews have shown that no complaints were filed against the instrument. The instrument that the surgeon was using was the cadiere forceps instrument, which has been used in subsequent procedures. The cadiere forceps instrument was reused multiple times in subsequent procedures and no complaints have been filed against it. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary left upper lobectomy procedure, as the surgeon was trying to separate blood vessels for transecting the pa, the pa was lacerated while he was using the cadiere forceps. As a result, the procedure was converted to open surgery in order to repair the pa. The estimated blood loss was 400 ml and the artery was repaired. Per the site¿s deputy director of respiratory and breast surgery, the vessel injury can be attributed to surgeon error. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.